Event description:
Patient slipped and fell in the shower and landed hard on the operative leg. Came in to clinic with pain and x-rays and CT scan showed the femoral stem was loose.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted: 3013450937-2023-00335, 3013450937-2023-00336, 3013450937-2023-00338.

Event description:
It was reported by (B)(4), an onkos distributor, that a 71-year-old male patient with an eleos distal femur replacement underwent a revision surgery due to loosening of the femoral 15x120mm cemented segmental stem. The patient had reportedly slipped and fell in the shower and landed hard on the operative leg. X-rays and a CT scan were utilized to confirm that the femoral cemented segmental stem had loosened. The revision surgery took place on (B)(6) 2023 and was performed by doctor (B)(6).

Manufacturer narrative:
It was reported by (B)(6), an onkos distributor, that a 71-year-old male patient with an eleos distal femur replacement underwent a revision surgery due to loosening of the femoral 15x120mm cemented segmental stem. The patient had reportedly slipped and fell in the shower and landed hard on the operative leg. X-rays and a CT scan were utilized to confirm that the femoral cemented segmental stem had loosened. The revision surgery took place on (B)(6) 2023 and was performed by doctor (B)(6). All inspection and manufacturing data was reviewed for the revised eleos implants; all reviewed information was found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that potentially contribute to adverse effects. The root cause of this complaint was not determined. This following mdrs were submitted as part of this adverse event: 3013450937-2023-00335. 3013450937-2023-00336. 3013450937-2023-00337. 3013450937-2023-00338.